Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 29.6 mmol/l (compact) and 5.0 mmol/l (doctor's meter). No adverse event reported. Return of suspect device was requested and replacement was sent.